Manufacturer narrative:
(B)(4).

Event description:
It was reported "PICC team received a call friday that hub had fallen off. The staff member did not observe the hub falling off, she discovered it. PICC nurse pulled line and replaced with a new catheter." No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one, severed proximal luer hub. Signs of use in the form of biological material were observed inside the luer hub. Visual analysis revealed that the proximal extension line was severed directly adjacent to the luer hub. Microscopic examination confirmed the damage and revealed that the edges were jagged. Visual analysis could not be performed on the rest of the proximal extension line nor the catheter to evaluate the nature of the break as the rest of the catheter was not returned. The proximal extension line inner diameter (at the point of separation) measured 0.058", which is within the specification limits of 0.055"-0.059" per the proximal extension line extrusion product drawing. No other dimensional specification could be verified as no other portion of the catheter was returned for analysis. Functional testing could not be performed as part of this complaint investigation as only the severed hub was returned for analysis. A device history record review was performed and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a separated extension line luer hub was confirmed through complaint investigation. Visual analysis revealed that the proximal line was severed directly adjacent to the white luer hub; however, a full visual, dimensional, or functional analyses could not be performed as the remainder of the catheter was not returned. A device history record review was performed with no relevant findings. Without the entire catheter returned for analysis, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "PICC team received a call friday that hub had fallen off. The staff member did not observe the hub falling off, she discovered it. PICC nurse pulled line and replaced with a new catheter." No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine."